Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their upper aligner cuts the left top side of their gums. Requested to file aligners where it is causing the discomfort and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.